Manufacturer narrative:
.

Event description:
It was reported that the number three electrode contact had appeared frayed or damaged after removal of the accessory lead cap cover during the case. The lead had separated easily from the temporary cap during the stage ii procedure; the surgeon had followed MFR instructions for use. The lead damage had been attributed to use of the temporary lead cap. The lead was subsequently inserted into the extension and the system connected. Post-operative impedance readings obtained showed all unipolar electrode pairs were between 830 and 840 ohms, at 37 to 39 usec. Add'l impedance data obtained at 3v, showed values in the mid- 500 range, and a short circuit was suspected. No pt symptoms or injury was reported. Add'l info has been requested from the physician.